Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the reservoir was leaking past the o-rings and a motor error alarm occurred. Blood glucose level at the time of the incident was not provided. The customer did not report any damage to the drive support cap. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The insulin pump functioned properly. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with moisture damage at the motor. The insulin pump was received with a cracked reservoir tube lip.